Event description:
The port was implanted in 2001 for treatment of cystic fibrosis. During monthly flushing of the port, it was noted that the system was no longer operational. An x-ray confirmed that the catheter had migrated into the right cardiac cavity. The catheter was withdrawn via endovascular access. There were no patient complications.